Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an inaccurately high reading on their freestyle blood glucose monitor. Customer reported receiving a reading of 75 mg/dl compared to a laboratory result of 40 mg/dl obtained within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Customer then reported a separate incident where they obtained a glucose result of approximately 30 mg/dl and called paramedics as they were not feeling well. Customer reported briefly losing consciousness and experiencing a seizure. Paramedics administered an unknown intravenous treatment in order to stabilize glucose levels.